Event description:
The reporter stated that there was an intake of air when pulling in the contrast. There was no reported pt injury or treatment with this event.

Manufacturer narrative:
Visual examination of the returned unit found a hole at the bottom surface of the male luer. There was damage to the female luer and the male luer was torn from the hub of the male luer lock due to over-tightening of the syringe into the manifold. The device history was reviewed and found to be acceptable. Medex was able to confirm the issue and determine a possible cause. Damage observed is consistent with over-tightening a syringe on the manifold causing a hole to form and allowing air in the syringe. This is the only reported issue of this type for this product line in the last 12 months. No additional action is necessary at this time. Medex considers this MDR closed with this report.